Event description:
The ep [electrophysiology] catheter did not register with the system or present a quality image. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ep catheter, ep catheter (per site reporter). Mfg [manufacturer] notified by the site.